Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, device has not yet triggered elective replacement indicator (eri). Most recent battery voltage on (B)(6) 2016 was 2.93v volts with an estimated remaining longevity of 8.2-16.0 months with a mean of 12.1 months. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) exhibited premature battery depletion (unexpected longevity) after twelve months of implant/use. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion after explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.